Manufacturer narrative:
(B)(4). The ec60 device was received for analysis with no visual non-conformances and with an (B)(4) cartridge present. The cartridge reload was received partially fired 2/3 consistent with an incomplete or interrupted cycle. The device was noted to have the firing mechanism damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing shuttle spring was found disengaged, not allowing the firing mechanism to properly function. While no conclusion could be reached as to how the firing shuttle spring became loose; it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: 10/3/2016. Batch # ni. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic subtotal gastrectomy procedure, the surgeon felt it difficult to squeeze the device on the third stroke of the first firing with a white cartridge and the staples were malformed with irregular shapes after firing. Another green cartridge was used to continue the procedure. The surgeon felt there was no audible feedback and the device cut the tissue but the distal staples were malformed with irregular shapes on the second and third strokes of the second firing. Suture was used to complete the surgery. There were no adverse consequences for the patient reported.